Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience of a detached support could not be confirmed. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause based on the description of the event. The probability and criticality of harm resulting from this failure have been evaluated, and were found to be at an acceptable level. This report is the combined initial and follow-up report.

Event description:
Name of procedure: ni. Reported 02/10/2020: bag opened & deployed, removed from device but unable to remove bag from port site. On inspection one side of metal had dislodged with ½ inside bag, ½ out. Bag manipulated & removed. No injury to patient. Patient status: no patient injury. Type of intervention: bag manipulated and removed.